Event description:
The patient was revised because of osteolysis and wear of the liner.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 14 years of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.